Event description:
Philips received a complaint from the customer, reporting that the device had a "power circuit" failure. There was no patient involvement when the issue occurred. No patient or user harm reported. During follow up, it was reported that the customer's device had a "power circuit" failure. No further details were provided. Insufficient information is available to determine the resolution of the event. It was reported, that the customer refused to have the device repaired by philips.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2031642-2023-00093.